Event description:
An impella cp device was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction and cardiogenic shock in society for cardiovascular angiography and interventions (scai) shock stage c, prior to initiation of support. Prior to leaving the catheterization laboratory, hematuria was observed. Due to concerns that the impella device was deep it was repositioned. During transport to the cardiac care unit, it was noted that the patient became hypertensive and tachycardic, with a reported mean arterial pressure of 143 mmhg on arrival. As a result, the epinephrine infusion was discontinued. While on support, the impella was set at p-level 9 with expected flows at 3.4 liters/min with d5w + 25meq/l sodium bicarbonate as the purge solution. A hematoma was noted at the insertion site. The patient was receiving aggrastat for anticoagulation, which was discontinued per physician order. Manual pressure was applied, perclose sutures were tightened, and the repositioning sheath was adjusted as it was felt to be too advanced. A femostop device and forward tension sutures were also applied resulting in stabilization of the access site. It was reported that during initial access, wire position was lost during pre-close, requiring re-access of the right femoral artery for device insertion. The patient was noted to be on aspirin, brilinta, and aggrastat. The patient continued to decompensate, and a decision was made to withdraw care. The patient subsequently expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition due to acute myocardial infarction complicated by cardiogenic shock as they presented in scai shock stage c.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 med dev prob code removed a150202.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.